Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual assessment was performed after disinfection. One plastic optic fibe (pof) was protruding from the distal cap. The catheter was kinked in several locations, beginning near the distal tip. As received, the working channel sleeve protruded. Maximum working channel sleeve protrusion was noted when the large knob was articulated in both directions. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the image was lost. Reportedly, an electrohydraulic lithotripsy (ehl) procedure was performed when the visualization issue occurred. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.